Event description:
It was reported at the end of the procedure, the catheter was withdrawn from the pt and found ruptured at approx 5 cm from the distal tip. No pt injury reported. Same event as MDR # 2029214-2010-00155.

Manufacturer narrative:
The device involved in the event has not been returned for eval. It was reported the user does not know which of the lot # below was the one that had the issue. Additional model# 105-5055, lot # 8460639, dom: 04/2010, exp: 04/2013. (B)(4).